Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Regulatory agency reported the removal of the device with capsulectomy. At explant, device is found yellow and perspiring. Replacement with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, yellow particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. No gel bleeding or capsulectomy and device is found yellow but is not related with the manufacturing process because the implant does not come in its original box. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Regulatory agency reported the removal of the device with capsulectomy. At explant, device is found yellow and perspiring. Replacement with non-allergan device. This record relates to the left side.